Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error on his insulin pump. The customer's blood glucose was not recorded. The customer stated that there were no significant events that could have led to the button error. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.